Manufacturer narrative:
Per the clinic, the patient experienced infection at implant site observed on (B)(6) 2024, which may be due to cholesteatoma recidivism. Subsequently, the patient was hospitalized overnight and treated with both IV and oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced pain and no connection to the internal device. Subsequently, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.